Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that functionality was lost from both monitors. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.